Event description:
It was reported that during a watchman left atrial appendage closure (laac) procedure, a bmc nrg transseptal needle was selected for use and thrombosis occurred. Prior to the procedure, transesophageal echocardiogram (tee) imaging done on this patient showed no thrombus or smoke was visible on the image. The physician planned to do the entire procedure with ice only. After gaining three femoral access, a 16f introducer was inserted at one of the sites, then the ice catheter was advanced up another site. The physician was made aware twice that there was a heavy smoke in the left atrium. As per the physician since the patient had oral anticoagulation (oac), he continued with the procedure. A transseptal puncture was performed using nrg and non-bsc sheath. Once the sheath was swapped with watchman sheath, a second transseptal puncture was done with the nrg needle. When the ice catheter was advanced into the left atrium, a thrombus was noted in left atrial appendage closure (laa). When thrombus was checked at the supramitral position and noted it was big, the procedure was cancelled and removed all catheters from the left atrium. Staff did not obtain activated dotting time (act) and the heparin given to thrombus discovery happened in a short time period. The physician has planned to keep the patient on oac and considered ordering a CT for the patient. As per the clinical rep, patient likely developed thrombus in the left atrial appendage prior to transseptal based on the heavy smoke that appeared in the left atrium on ice view. There was no tee support, and physician wanted to move forward. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2). Ref reports: mw5145724, mw5145726.